Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the physician felt that the device got caught on tissue or some device inside the patient's body. When the device was pulled out from the patient's body, the stent itself was pulled and mangled. The device was completely removed from the patient's body by a standard removal technique with other devices. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Mid to distal stent struts were severely stretched and pulled in a distal direction, the distal end of the stent was stretched in a distal direction by approximately 11mm. The undamaged proximal crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found several kinks along the hypotube. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. The distal edge of the tip was damaged. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the physician felt that the device got caught on tissue or some device inside the patient's body. When the device was pulled out from the patient's body, the stent itself was pulled and mangled. The device was completely removed from the patient's body by a standard removal technique with other devices. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.